Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Other.

Event description:
It was reported that on september 26, a myosure procedure was performed to remove a uterine polyp and during the procedure a green plastic was coming out of the device, at the end of the procedure the green plastic fell inside the patient's cavity and the dcotor had to removed the material. The patient was discharged home. All visualized plastic pieces were collected. No additional information available.

Manufacturer narrative:
Device was returned: visual inspection was conducted, and the green piece of plastic was observed in the blade. Functional testing was not conducted due to the issue was confirmed in the visual inspection. Dissection test was performed and was confirmed that the piece of plastic is the blade positioning stop. Hence, the complaint can be confirmed. This observation will be monitored and trended. H6: investigation findings: appropriate term/code not available: suggested code: material found on device. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.